Event description:
It was reported that pump screen on, but the display remained black. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed pump was not in a case, followed technical support instructions to try different button presses and charging steps, and observed red light around button with no vibration or display activity, after which technical support arranged replacement pump. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to let pump battery fully deplete before return, to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, and to return problematic pump within 10 days using provided shipping label.